Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective degasser. The fse replaced the degasser to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low magnesium patient results on their dxc 700 au clinical chemistry analyzer. The customer reported one patient was administered magnesium as a result of the low magneisum results. There was no report of harm to the patient. The customer did not provide patient demographics. The customer provided data for the one patient.